Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 she experienced elevated blood glucose (bg) of 322mg/dl with shortness of breath and chest pain associated with a recurring loss of prime issue. The patient reportedly remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient noted that her healthcare provider had changed basal rates, bolus settings, and the insulin on board settings. The patient alleged that the loss of prime issue had occurred three times. Customer technical support reviewed the pump with the patient and found that auto off alarms had occurred, and that after those alarms were confirmed that pump was not re-primed appropriately. There was no pump defect found upon troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in not priming appropriately after a confirmed alarm.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The black box showed that the pump was in use until 11:15am on (B)(6) 2014. There were no ¿pump not primed¿ warnings in the black box and there were no ¿auto off¿ alarms in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump settings indicated that the ¿auto off¿ feature was not enabled. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. An ¿auto off¿ alarm was induced during testing, and the pump emitted the appropriate audiovisual alerts. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).